Manufacturer narrative:
This report is being submitted to provide additional information on the description of the event. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance greater than 2000 ohms on the right ventricular (rv) channel. Technical services (ts) recommended rv lead revision. This device remains in service. No adverse patient effects were reported. Additional information was received, the cause of the out of range pacing impedance measurements was suspected to be a lead fracture. It was reported that the lead was functioning normally in unipolar configuration, therefore the physician decided to continue monitoring this patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance greater than 2000 ohms on the right ventricular (rv) channel. Technical services (ts) recommended rv lead revision. This device remains in service. No adverse patient effects were reported.